Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation the pulse generator gave an inappropriate estimated longevity. The device was reprogrammed to maximum output. During second interrogation, communication could not be established. The device was explanted and replaced. The patient condition was stable before during and post procedure.